Manufacturer narrative:
(B)(4). The event occurred in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. On an unreported date in the same month as the onset of peritonitis, the patient was hospitalized for the peritonitis event for two days. The cause of peritonitis was unknown. The patient was treated with an unknown antibiotic (route, dose, and frequency not reported, duration of two weeks) for the peritonitis. The patient then changed treatment to another unspecified antibiotic (route, dose, and frequency not reported, duration not reported, treatment was stopped at the time of this report) for the peritonitis. Extraneal and physioneal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.